Event description:
It was reported the camera head had a cloudy, fuzzy, and yellow image with error e931 (white balance failed). The event occurred during preparation of a diagnostic cystoscopy and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the device evaluation found a failed leak test. Based on the results of the investigation, it is likely that the following led to the malfunction: the device has indication of blurry and yellow image due to a faulty charge coupled device. The most likely cause is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. The customer's allegation of error e931 white balance failed was not confirmed. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.